Event description:
It was reported that the customer's insulin pump had a blank display. The insulin pump was also physically damaged. There were cracks near the battery compartment. Her blood glucose level was not reported. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Reference medwatch 2032227-2014-32790 for additional information. Unit received with blank display due to corroded battery tube. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot, and cracked battery tube threads.